Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error code and therefore the speaker cable to the xy board was reseated and the speaker assembly was replaced. It was further noted that the xy board was replaced as a preventive measure and that the system fan was noisy and it was replaced as well. Concomitant medical products: product ID: 229047 software analyzer. (B)(4)

Event description:
It was reported that the programmer displayed an error code which indicated "system failure". Follow-up determined that the error occurred at start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.